Manufacturer narrative:
(B)(4)/ catalog number 062945-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube usage. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6)2016 a patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg)tube placement. On an unknown date in (B)(6) 2017 the patient developed a buried bumper. No further information was available.